Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis and was experiencing high blood glucose on (B)(6) 2021. Customer was experiencing high blood glucose level of 575 mg/dl. The customer was treated with emergency room at the hospital. Customer experienced symptom of high blood glucose level such as increased thirst at the time of hospitalization. Customer stated they were outside and was exposed to heat. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.